Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing camera port insertion and placement during a laparoscopic nissen procedure, the balloon did not inflate. A new kit was used to complete the case. There was no patient injury.